Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the eluvia was returned for analysis. A visual and tactile examination identified multiple outer sheath kinks. The device was received with the stent already deployed from the delivery system. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the handle of the device. The investigator opened the handle of the device. There was evidence of inner prolapse.

Event description:
It was reported that partial deployment occurred requiring intervention. The 100% target lesion was located in the moderately calcified distal superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, the first stent was successfully placed in the artery. During the second stent placement, it was noted that deployment failure occurred. Approximately 5-6 cm of the stent remained, and the entire stent was pulled, causing the stent to elongate. An additional eluvia 7x80 stent was placed to reinforce the elongated section. The procedure was completed with this device and there were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that partial deployment occurred requiring intervention. The 100% target lesion was located in the moderately calcified distal superficial femoral artery. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, the first stent was successfully placed in the artery. During the second stent placement, it was noted that deployment failure occurred. Approximately 5-6 cm of the stent remained, and the entire stent was pulled, causing the stent to elongate. An additional eluvia 7x80 stent was placed to reinforce the elongated section. The procedure was completed with this device and there were no patient complications as a result of this event.